Manufacturer narrative:
Initial reporter postal code: (B)(6). The baxter technician found the side comm board needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The technician replaced the side comm board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had priority nurse call not alarming at nurse station. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.